Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn : m365sc221870, model: sc-2218-70, serial: (B)(4), batch:7075302/7072924.

Event description:
It was reported that the patient had a migrated lead coming out of cervical. The patient underwent a lead replacement procedure. The explanted lead will not returned as they were kept by the medical facility. The patient was doing well postoperatively.